Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the left ventricular (lv) lead exhibited low pacing impedance. No intervention was performed and the patient continued to be monitored. The patient was stable throughout.